Manufacturer narrative:
Internal report reference number: (B)(4) adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 28-dec-2021 to ensure that the customer's condition had improved and able to establish contact with customer who stated that she still had a headache. No medical intervention since the last call was reported. Customer stated she had tested using the true metrix air meter and had obtained a blood glucose test result of 166 mg/dl (fasting/non-fasting was undisclosed). Note 2: manufacturer contacted customer in several follow-up calls to ensure that the customer's condition had improved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). At the time of the call, the customer reported having a headache and believed that her blood glucose was high; medical attention was not needed at the time. During the call, a blood test was performed by the customer fasting and produced test result of 451 mg/dl using true metrix air meter; the customer was satisfied with the result obtained and was not concerned with the result. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2022 and test strips were opened two-three months prior to call.

Manufacturer narrative:
Sections with additional information as of 24-feb-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low.